Manufacturer narrative:
Correction (B)(6) 2015 following company internal coding review: the previous event term "major surgery left 4 scars on my abdomen" was recoded to meddra llt " abdominal operation ".

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1898, awareness date 20-oct-2015). It refers to a (B)(6) year-old female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer had the device for 3 years and had many symptoms. She ended up needing a hysterectomy at the age of (B)(6) to have essure removed. One of the coils that was confirmed to be totally blocking her tube was actually embedded in her cervix at the time of hysterectomy that left 4 scars on her abdomen, had 4 of her organs removed, had over a month of downtime. She was not even able to carry her kids for 6 weeks. She stated her health declined with essure, but that she was perfectly healthy after the hysterectomy without any change to her diet, exercise or way of lite, which proved that essure was the cause of her problems result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils was actually embedded in her cervix at the time of hysterectomy. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Device embedment in uterus or fallopian tubes may occur during essure use. In this case, the patient stated that her health declined and she ended up needing a hysterectomy. One of the coils that was confirmed to be totally blocking her tube was actually embedded in her cervix at the time of hysterectomy. Although the exact date and mechanism of this embedment were not informed, given its nature, the reported event is assessed as related to essure use. Since an intervention was required, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.